Event description:
It was reported that an asymptomatic patient presented in clinic after a (B)(4) transmission reported a backup vvi status. A device download was performed successfully. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.